Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to charge its internal battery and an issue with the navigational buttons were observed. The device was not in patient use. The device's power management board and keypad need to be replaced to address the issue.